Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2011. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2013.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. Other procedures are captured in a separate file. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 06/23/2021. H6 health effect - clinical code: appropriate term/code not available was used to capture infection. Additional b5 narrative: it was reported that the patient experienced recurrent incisional hernia, pain, adhesions, infection, fistula and abscess following surgery.